Manufacturer narrative:
The initial report was submitted in error to FDA as (B)(4) is not registered in the us market. This event occurred in (B)(6).

Event description:
(B)(4) is not registered in the us market.

Event description:
Mitroflow and pericarbon more heart valves were implanted in a double valve operation on (B)(6) 2017. Pericarbon more was implanted to mitral position. 1 day after the implant, the valve was explanted due to mitral valve insufficiency, as observed by echo, and was replaced by medtronic valve.